Event description:
Information received from the field does not address the patient's clinical status but notes that at a post implant follow-up, the current drain was 210ua and the battery impedance was 5.2 kohms. A subsequent follow-up confirmed high battery measurements. Subsequently, the device was replaced.